Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that experienced increased pain when stimulator is on, one of the patients leads is fractured and the other lead is not providing effective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.